Manufacturer narrative:
E1 - initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was fractured. Surgical intervention took place wherein one lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15468. It was reported the patient is experiencing high and low impedances on the leads. Surgical intervention may take place at a later date.